Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to incorrect placement of the electrode array. The patient was reimplanted with a new device on the contralateral side during the same surgery.

Manufacturer narrative:
(B)(4). This report was filed on (B)(6) 2015.